Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of a malfunction. The data showed that two shocks were delivered successfully. The customer reported that the patient experienced a lack of reaction to the shock. Physical reaction of the patient is not an indication of shock delivery. Indication of shock delivery should be determined from the screen of the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device appeared to not shock the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.